Event description:
No new information.

Manufacturer narrative:
H6: the quality investigation is complete.

Manufacturer narrative:
H6: a follow up report will be sent when the investigation is complete.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop spinning at the desired time and punctured the dura. No further information available at this time.